Manufacturer narrative:
Evaluation completed.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during a ventilator demonstration with no patient involvement, the ventilator's brightness automatically dimmed from the brightest to the darkest level multiple times throughout the demonstration, with the ventilator attached to a test lung. The ventilator representative was able to return to the highest brightness using the quick access buttons each time. The ventilator representative also stated that she put the ventilator in the ¿stby mode¿ and then pressed the ¿start up settings¿ button, and the ventilator shut down on its own. She was able to power the ventilator back on and had no more issues.